Event description:
A customer reported experiencing a cgm error, specifically error 42, three or more times with their current pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer will continue using the current pump until the replacement arrives.